Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori tka surgery, it was noticed that the rubber tip of one (1) ri robotic drill attachment had come off. The procedure had been completed, without any delay, using the same device. Since incident occurred after procedure; patient was no longer involved.

Manufacturer narrative:
Internal complaint reference: (B)(4). Reported device returned and evaluated. Sections d9, h3, h6 and h11 were updated. Tthe information received by the manufacturer has been re-evaluated for MDR reporting purposes. Based on the available evidence, it has been determined that this case does not meet the threshold for reporting and is therefore considered non-reportable. This event was initially reported due to the separation of a component (the wiper) while in use, which is designed for use within the surgical site. However, the reported issue could not be confirmed during the visual inspection. The exterior showed wear consistent with normal use, including surface scratches and scuffing. The wiper was widened, and the wiper end exhibited signs of deformation likely due use. As the wiper was only found to be deformed due to use, this event is considered not reportable pursuant to applicable regulations. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.